Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire at the yaw pulley. The instrument failed an electrical continuity test, confirming a complete break in the wire. Additional observation(s): the grip cable was broken at the distal end. The instrument was found to have thermal damage on the yaw pulley. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of grip cable and conductor wire breakage, whether partial or full, is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.